Event description:
It was reported that the power button on the customer's t:slim x2 pump was not functioning, preventing the screen from displaying unless there was an alert or it was plugged in. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.